Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 447mg/dl at the time of incident and 308mg/dl at the time of the call. Customer treated with the pump. Troubleshooting found that the customer has not contacted their doctor and does not have a back up plan. At this point, the call was disconnected and troubleshooting called the customer back but did not get an answer. No further details given.